Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it is possible the cable was damaged by heavy mechanical stress during use, e.g. By kinking the cable, coiling it in too small radius or pulling at the cable instead of the plug. This can cause individual or all wires in the cable to break, which can lead to the failure mode described. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is linked to the following patient identifiers (B)(6).

Event description:
It was reported, the generator was showing error e006 due to a broken plasma cable. The issue occurred during preparation for use of a therapeutic procedure. The plasma cable was switched out and the procedure was able to be successfully completed using the same generator. There were no reports of patient harm, however, there was a 5 minute delay.